Manufacturer narrative:
(B)(4). Summary: post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1 and one endo gia* 60mm articulating medium/thick reload both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned devices. The reported condition for this incident was that during a gastrointestinal procedure the instrument did not fire. No visual abnormalities were noted for the handle. The eeprom was uploaded and indicated 15 autoclave cycles for the handle. Visual inspection of the cartridge revealed that the reload was partially fired to the two cm cut line. Engineering evaluated the eeprom of the returned unit and confirmed the presence of the err ow short code. The device was then powered up with a known working battery and adapter. A pmv reload was attached and the device successfully rotated, articulated, and fired a reload with no abnormalities. A leak test was then performed and a leak was found on the bottom of the switch block. The unit was disassembled and multiple cracks were found extending from the switch block screw hole. There was also a crack on the front handle in the location of the switch block screw hole. This crack allowed excessive water to enter the handle and can cause the device to short, replicating the reported condition. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to crack in the switch block allowing water to enter the device and the reported condition was confirmed. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrointestinal. According to the reporter: at the small and large bowel bypass surgery, the device could not be fired at all. A manual device was used to continue the procedure. The handle, the adapter, and the reload status indicator lights were illuminated properly. A new instrument was opened to complete the case. There was no delay in surgery greater than 30 minutes. There was no additional tissue resection or tissue damage. Nothing fell into the cavity. There was no bleeding. The patient is currently in good condition.